Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14/2.0/080 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. The lens was removed and exchanged for a longer length lens on (B)(6) 2020 due to low vault. This resolved the problem. Cause of the event is reported as unknown.